Event description:
It was observed during the device inspection, the video system center had no image and a video connector failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not determine, the root cause. It was presumed that the phenomenon ¿no image¿ occurred, because the scope was not held, due to the worn out locking part of the video connector socket. Olympus will continue to monitor field performance for this device.